Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year-old, male pt the device charged to 150 joules but was unable to discharge via external paddles. According to the complainant, the pt was a heavy set male with a great deal of chest hair. Complainant indicated that the clinician performed CPR until another unit was obtained. Complainant indicated that the pt subsequently expired. Please reference medwatch 1220908-2008-00127 for another device used during the pt care.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.